Event description:
It was reported that the fiber was fractured in the endoscope. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
With the available information, boston scientific concludes that the reported fiber break event was confirmed through analysis of the media provided. The component damaged could have affected the device performance and its integrity leading to the event experienced by the customer. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the fiber was fractured in the endoscope. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the fiber was fractured in the endoscope. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
With the available information, boston scientific concludes that the reported fiber break event was confirmed. Visual analysis identified that the distal tip area was broken, and there were burn marks on the connector face. Additionally, there was no light exiting the connector face, indicative of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. A partial body break or kink could have occurred during the set up and use and when the fiber was fired caused the break.